Event description:
It was reported that the ventilator failed safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information received from our field service engineer (fse) the ventilator failed safety valve test during pre-use check. The reported issue with failing pre-use check test has been confirmed during evaluation of the received problem description and service report. Our field service engineer (fse) was on-site to investigate the reported issue further. The reported failure in pressure transducer test could not been duplicated. The ventilator passed several pre-use checks as well as functional and safety tests and returned clinical use. Since the issue could not been duplicated, root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).